Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral valve injury (tissue damage), dyspnea and worsening mr, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported patient effect of tissue damage appears to be related to patient/procedural conditions and due to the clip tearing the leaflet; the reported worsening mr and subsequent dyspnea were likely symptoms of the tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This report is filed for the single leaflet device attachment (slda). It was reported that on (B)(6) 2017 one mitraclip was implanted reducing mitral regurgitation (mr) grade from 4 to 1-2. On (B)(6) 2017, due to recurrent mr of grade 4 and shortness of breath, a second mitraclip procedure was performed. During the procedure, it was noted that the implanted clip was attached to the anterior leaflet, but detached from the posterior leaflet; however, tissue from the posterior leaflet had separated and remained in the clip (slda). Two additional clips were implanted, reducing mr to grade 1.5. There was no additional information provided.

Manufacturer narrative:
(B)(4). A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) and tissue damage appear to be related to patient morphology/pathology and due to the thin posterior leaflet. The reported patient effects of worsening mr and subsequent dyspnea were likely symptoms/secondary effects of the tissue damage and slda of the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.